Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to short interval counts (sic) and fluctuating impedance measurements. The impedance alert was increased and the audible tone for the impedance alert was turned off. A follow up transmission exhibited no further issues. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: ddbb1b1 implantable cardioverter defibrillator, implanted: (B)(6) 2013. Product ID: 507652 implantable pacing lead implanted: (B)(6) 2007. (B)(4).